Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed wound dehiscence at the midline incision. The wound opening was repaired and the patient was given antibiotics. The patient later developed an infection and the device was removed. The physician may re-implant in the future.